Manufacturer narrative:
The other adverse events issues questionnaire was reviewed for potential causes of the reported issue. Based on this review, the occurrence occurring before the implant procedure, implanting the stimulator at an off-label procedure, implanting the device too close to the nerve, and puncturing a bone or nerve during the procedure have been ruled out as potential causes. The implanting clinician stated the cause of the cellulitis is unknown. However, stimwave quality follow-up with the clinical representative to obtain more information on how the implant procedure was performed and learned the following: the site was prepared before the implant procedure. Multiple passes were not required. The clinical representative is unknown if the site was irrigated before closure which may have contributed to the occurrence. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the cellulitis is user error-clinician for possibly not irrigating the site before closure.

Event description:
The patient reported ankle and leg swelling since their implant procedure and was sent for a CT scan and an ultrasound. The patient is being treated for cellulitis and spoke to the implanting clinician to avoid getting the stimulator explanted since the patient is getting great pain relief and would not want to get it explanted.